Event description:
The customer contact reported the pt rec'd less medication than intended. The pump was returned to the biomedical dept with a report that indicated "questionable vanco under infusion. Night nurse set up as a piggyback 0600. Day nurse came in and vtbi completed but vanco container was still half full. Unsure if pump was set up correctly, day nurse had no problems with infusion of next dose." There were no reported adverse pt effects. No medical interventions were required. Though requested, the customer declined to provide add'l info.

Manufacturer narrative:
The device passed testing for delivery accuracy. Although testing and investigation did not duplicate that the device delivered less than intended when set up as the labeling instructs, hospira recently was made aware that reduced fluid delivery may occur under certain conditions. A partial proximal occlusion may occur when the administration set tubing is improperly routed or positioned. The device alarms audibly and visually during a full proximal occlusion; however, the device may not alarm during a partial proximal occlusion, resulting in the device delivering less than intended.